Manufacturer narrative:
Device evaluated by MFR: a promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage with stent struts in the proximal region lifted from their crimped positions. Slight flaring of the stent struts in the most proximal and most distal strut rows were also noted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 688mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07sep2020. It was reported that shaft kink and crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. After the lesion was pre-dilated, a 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. After several attempts to cross the lesion, the shaft became kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.